Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak - no pressure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings,investigation conclusions),h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak with no pressure. A getinge field service engineer (fse) assisted in resolving the reported malfunction via phone. The staff was using a green plastic washer for the helium tank instead of the black silicone washer. Use of the incorrect washer caused the helium tank to drain. The staff installed the correct washer and a fresh tank. The staff tested the unit for the pressure and the unit was then properly holding pressure. The iabp was cleared for clinical use. No patient involvement reported.